Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, the device involved in this MDR report was explanted five years after implantation because it could not be interrogated; in addition, no pacing pulses were observed on the surface ECG.